Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding his complaint that his one touch ultra2 meter would not turn on in 2009, the day of his call. The patient confirmed and clarified information given to a customer care advocate (cca) for this specialist. The patient attempted to test at 11:00 a.m. The same day; however, the meter reportedly would not turn on. The patient believes he ate lunch and had taken his daily morning avandamet tablet at 9:30 a.m. Seven hours later, the patient was reportedly confused and his arms were shaking. Since these are symptoms he has when his blood glucose is low, the patient felt better after self treating with coca-cola. Although the product functioned after troubleshooting for the cca. The cca replaced the meter and test strips. Since the patient alleged having low blood glucose symptoms several hours after being unable to test, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.